Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) has retained legal counsel. It was reported that this ICD fired more than 13 times in a row causing serious damage to the heart. The patient was reported to have not been able to work since the event.